Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Concomitant medical products: model: 4076, lead; implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had triggered an alert for out-of-range / high superior vena cava (svc) defibrillation coil impedance. The high voltage right ventricular (rv) lead connected to the device is a single rv coil only lead and does not have a svc coil. Additionally it was noted that there was noise seen during a stored atrial tachycardia/atrial fibrillation (at/af) episode. The lead and device remain in use. No patient complications have been reported as a result of this event.